Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 12-mar-2026, UDI #: (B)(4). Analysis of the tm90t0 identified micro usb charge port was loose and the device is not power on after 1.5 hours. Device was opened, and burnt l3 on board. Electrical failure was identified. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that her communicator was not working. Patient stated the battery was at 50% so they plugged it in to charge for 1 hour and when they took it off the charger the solid green light was still on and will not turn off. Patient tried to pair up to give a bolus but would not use it because it says it was still charging. Patient had tried restarting the controller and leaving the communicator off and turning it back on but the green light never came off. The issue was not resolved through troubleshooting. Agent sent request to repair.